Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 586 mg/dl with large ketones associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with IV fluids. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient's programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.